Event description:
Family member called to report patient's meter not reading accurately. Patient reading (71) . Some time later (not sure how much later) he was found and emt was called. Paramedics took a reading (30) and he was taken to the hospital via ambulance.